Event description:
It was reported that during equipment check it was observed that the motor device hesitated before spinning. During in-house engineering evaluation, it was determined that the device made excessive noise, hose damage, the bearing was worn, was repaired without authorization, low power, the vanes were worn and had component damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the xmax hesitates before spinning. The issue was observed during equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. It was reported that during equipment check it was observed that the motor device hesitated before spinning. During in-house engineering evaluation, it was determined that the device made excessive noise, hose damage, the bearing was worn, was repaired without authorization, low power, the vanes were worn and had component damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had an non-anspach hose and hose crimps (rings) which were aftermarket - not the original manufacturing equipment attached. During the functional test the it was observed that the device made excessive noise, had low rotations per minute (rpm¿s) - low power, the bearings and motor were worn out causing the excessive noise and the low rpm¿s. The device also failed pretests for visual assessment, functional assessments, visual assessments and muffler tube assessment, functional assessment, noise assessment and rotational speed assessment. The assignable root cause was traced to component failure due to normal wear and due to the device being tampered with / unauthorized repair which is user error because the user failed to follow instructions for use. UDI: (B)(4).